Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the black spot or burn on lens. The issue was found during a unknown procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there were dents on the distal edge and a cracked meniscus. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the customer reported issue was due to a cracked meniscus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.